Manufacturer narrative:
Concomitant products: 419688 lead, implanted: (B)(6) 2014. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. This led to premature battery depletion of the cardiac resynchronization therapy defibrillator (crt-d). The lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.